Manufacturer narrative:
The insulin pump displayed properly after battery was inserted. No display anomaly noted. The insulin pump was received with minor scratched display window, cracked case at display window corners, cracked reservoir tube lip and scratched reservoir tube window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's spouse reported via phone call that they experienced low blood glucose. The customer's spouse reported that the insulin pump had scratches on the screen. The customer's spouse reported that the screen was hard to read. The customer's spouse reported that they accidentally programed too much insulin which caused the low blood glucose. The customer's blood glucose was 49 mg/dl at the time of incident. The customer's blood glucose was over 200 mg/dl at the time of call. The customer's spouse was advised that the insulin pump will need to be replaced. The customer was also advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.